Event description:
Customer reported inaccurate sensor readings. The sensor readings are forty to fifty points off. He has been calibrating in the morning when he gets up, before breakfast, before lunch, at supper, and before bed. Customer's blood glucose is currently 140 mg/dl. His sensor reading is currently 205 mg/dl. Customer was advised of proper calibration and sensor insertion methods. When customer removed the sensor, it was bent. He was advised to change it out and monitor the issue. Nothing further reported.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. Both sensors passed per specification with accurate readings but had bent cannulas. It could not be confirmed if the customer received the sensors in said condition due to the customer returning the sensors opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.